Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wear a mask. On the same day, the patient began treatment with vancomycin and fortaz (1gm, intraperitoneally, frequency not reported) for peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.